Event description:
(B)(6) registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the proximal circumflex artery extending up to the distal circumflex artery with 100% stenosis and was 50 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 38 mm and 2.50 mm x 16 mm promus premier stents. Following post-dilatation, the residual stenosis was 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2019, the subject presented with symptoms related to unstable angina pectoris and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina pectoris and the event was treated medically. Five days later, the event was considered recovered/resolved and subject was discharged on the same day on aspirin and ticagrelor. The physician considered the event only related to the 2.50 mm x 38 mm promus premier.